Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that egms revealed noise on the right ven-tricular lead. The noise could be reproduced with pocket manipulation. The lead was removed and replaced.